Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen flashed and went blank and then was unable to start. The programmer is expected for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer would not power up. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.